Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. The patient went to the emergency room (ER) due to chest pain and elevated troponins. The lead remains in service. No adverse patient effects were reported.